Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip damaged by another clip and partial clip movement occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second cds was advanced to further reduce mr and clip was deployed, but the first clip changed position. The position of the first clip did change after placing the 2nd clip, due to interaction between the clips, inadvertently. The valve was fully inspected to confirm there was no single leaflet device attachment and leaflet mobility was still restricted. Tissue bridge from both clips was confirmed. Two clips implanted, reducing mr 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, the reported device damaged by another device (caused damage) contributed into clip migration appears to be related to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.na